Manufacturer narrative:
(B)(4). Upon reassessment of the reported event, it was determined that there was no alleged deficiency or event to be reported.the initial report was forwarded in error and should be voided.

Manufacturer narrative:
Cmp-(B)(4). Concomitant medical products: 110010280, g7 frdm const e1 10deg lnr 32c, 3579597; 110025132, freedom constr hd 32mm t1 -3mm, 368620. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-11391.

Event description:
It was reported that during a revision procedure the acetabular cup was fractured, and the locking ring had disassociated from the shell. Attempts have been made and additional information on the reported event is unavailable.